Event description:
Per discussion with the nurse at the facility, she stated that the home patient (hp) developed a rash on their arm. The hp was using the homechoice machine and either a 1.5% or 2.5% of dianeal lowcal. They initially took benadryl four times per day. They then went to see their doctor. He initially prescribed an expensive drug that the patient did not have filled. Next the doctor prescribed prednisone. The doctor also instructed the home patient to stop taking oral iron pills. The hp stated that they had observed the rash to be worse after being hooked up to the homechoice and eased after they had been disconnected. The patient was hospitalized for dehydration. A cell culture was done and confirmed peritonitis. While in the hospital the hp was changed from a cycler to the ultrabag (capd). The rash is better. The rash is not getting worse during the exchange while doing the capd at home. In about 3 weeks later the patient received a kidney transplant and had their peritoneal dialysis catheter removed.